Manufacturer narrative:
E1: phone (B)(6). B3: unknown. One device was received for evaluation. Visual inspection found a cracked bottom case, damaged lcd lens, cracked plunger case, and an unstable plunger tube. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dead battery and multiple damaged parts were the root cause of the issue. The battery, plunger, plunger tube, bottom case, and lcd display were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a system advisory alarm. The battery was not working, not coming up in the biomed menu, and would not communicate with the pump. There was unknown patient involvement.